Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that all of a sudden about a month ago they started experiencing significant leakage. Patient said they have called the doctor's office 3 times and they told them they would get in contact with the medtronic rep but pt has not heard back from the doctor about an appointment. Patient reported their doctor has made a determination that their implanted device should last 5 years, and the number should not be higher than 4.1 but pt said they think they need a higher number. Offered to assist pt to use their equipment to synch with their ins. After some attempts to communicate using their 3037 and changing the batteries, pt was successful to synch with their ins and reported their therapy was actually turned off. Worked with pt to turn therapy back on, pt increased to 4.2 and confirmed it was working as expected. Offered and emailed 3037 quick guide and physician listings. Patient will maintain stimulation level and will continue to track symptoms, now that therapy has been turned back on. Redirect to doctor if issue persists. The patient mentioned other medical history. This included patient said this is their 3rd interstim device, they got their newest stimulator last year in 2022 but got no other external equipment. Additional information was received from a manufacturer representative (rep). The rep reported that they are unsure of the origin of this issue and that the cause of the patient getting no other external equipment form their last implant was not determined. The rep noted they're working with the patient to solve this issue and it has not yet been resolved.